Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-15344. It was reported that patient presented remotely via merlin. Net with total loss of capture, no sensing, and myopotential over-sensing from their right ventricular lead. Patient then came in to the clinic. Failure to capture and sense were confirmed. Patient also stated they felt pacing in their abdominal area. An x-ray revealed possible lead dislodgement or perforation. Right ventricular lead was explanted and replaced on (B)(6) 2020. Perforation was confirmed while in the pocket. Atrial lead was also explanted and replaced due to lead slack issue. Patient was stable after the procedure.